Manufacturer narrative:
The device and the primary and secondary IV sets involved in the event were requested for evaluation by baster quality management. The IV sets are not available for evaluation. The IV sets were discarded by the facility and the lot numbers were not identified. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available. A 2-yr review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The facility reported that a piggyback medication back flowed into the primary bag. A piggyback of gentamicin was connected to the "main line" and the infusion was started. Approx 15min later, it was discovered that almost the entire piggyback had back flowed into the primary bag. The pump was reported to be still displaying the piggyback was being infused. According to the facility's director of medical surgical unit, both the piggyback and the primary bag were positioned correctly for the infusion. After the event was discovered, the nurse attempted to remove the IV set and was experiencing difficulties. The pump reportedly displayed "re-set" message. The nurse used the manual tube release and after approx six attempts, the tubing was removed. The pump was then put out of service, another pump and IV set-up were obtained, and the infusion was re-started. According to the director of medical surgical unit, no adverse event resulted from the event. No pt injury or need for medical intervention was reported and the pt recovered without any adverse outcome. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics and diagnosis, rates of the primary and piggyback infusion, name of the "main line", and set up of the pump.